Manufacturer narrative:
E1: patient city: (B)(6). Patient country: israel h11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4).3 event occurred in israel on (B)(6) 2024, it was reported that patient was hospitalized due to high blood glucose. Patient's blood glucose at the time of issue was 400 mg/dl. Patient was treated via insulin pen. Patient was hospitalized for 1 day. No further information available.